Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 375 mg/dl. The customer was uncertain of the suspected cause. The customer administered a manual injection. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Additionally, it was reported that after loading multiple cartridges onto the pump, no insulin drops were observed at the end of the infusion set tubing. Reportedly, the customer was able to load a cartridge successfully and resumed insulin delivery. There was no impact to the customer's bg level due to the load issue.